Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse performed carryover test, which failed. The fse replaced the probe and cleaned the wash station. The carryover test was repeated, and it failed again. The fse replaced the probe the second time and performed alignments. The carryover test was repeated and passed within specs. The fse replaced the peltiers in the reagent carousel due to temperature errors. The temperature was within specs. Pt samples were collected in grenier lithium heparin plasma tubes with gel separator. Sample centrifugation was performed at 5,600 rpm (rotations per min) for three mins in a swinging bucket centrifuge. The pt sample was a complete draw and normal in appearance with no evidence of fibrin. Sample testing was performed from the primary tube through the closed tube aliquotter (cta). Quality control (qc) was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2009 and was within specs. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 of for add'l reportable events.

Event description:
The customer reported non-reproducible low creatine kinase-mb (ck-mb) result, for one pt, involving synchron lxi 725 system. Subsequent testing produced higher results, above normal clinical reference range which correlated with the pt's clinical condition. Amended reports were released to the hospital. The erroneous result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.